Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis of the extension (s/n (B)(4)) found no anomaly.

Event description:
It was reported during the implant on the day of report, one of the extensions had tested for high impedance on all contacts 2300 ohms. It was noted the doctor had tried to reconnect it but it did not help. It was stated the extension was replaced and everything had worked fine. It was noted the patient was doing fine. It was further reported the patient had recovered without sequelae. It was noted impedances were normal with the new extension. It was stated the impedances from the defective extension were in the 2300 range for contacts 8-11 and double that for 8+9, 8+10, 9+10, 9+11, and 10+11. Additional information received reported prior to hooking up the system during the implant surgery, the lead impedances were taken and were in normal range. It was stated due to the elevated impedances when the system was fully connected and the pocket had been closed already, they had decided to replace the extension so they had to open up the patient again. It was noted they thought it may not have been necessary to replace the extension and the impedances would have normalized on their own with time. Additional information received reported the cause of the issue was not determined. It was noted the patient was doing fine and receiving effective therapy.